Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: contracted severe and irreversible latex allergy, believed permanent and life threatening, and has suffered recurring inflammatory myofibroblastic tumors in her pelvis and abdominal area.